Manufacturer narrative:
Crossbar brace.

Event description:
It was reported by service report that this unit has a clevis pin, crossbar brace, and "lift here" label that need replacement. No patient involvement or adverse consequences are reported.